Event description:
It was reported that during a surgical procedure at the user facility, the aseptic battery housing came open. The opening of an aseptic housing during a procedure can result in exposure of the non-sterile battery to the sterile field, but that was not reported in this case. The procedure was completed successfully; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility the aseptic battery housing came open. The opening of an aseptic housing during a procedure can result in exposure of the non-sterile battery to the sterile field, but that was not reported in this case. The procedure was completed successfully; no adverse consequences or medical intervention were reported.